Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder to treat gallstones during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent did not deploy. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a5 captures the reportable event of stent partially deployed.